Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume 200% based off of a drain 0 volume of 32,387ml. In a follow up, the patient explained that the last fill of 500ml was done as usual the day before the event on (B)(6) 2021. On (B)(6) 2021 the drain 0 was drained into the toilet and there was nothing out of the ordinary until the cycler machine indicated that the amount drained was 32,387ml of 500ml. The patient spoke to tech services who issued a new cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). The patient denied being overfilled and said that the reading on the machine was a glitch. The patient said there was no way that the overfill could have been tolerated. The patient felt totally normal throughout the timeframe and again denied there was an overfill. The patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. An exterior visual inspection of the returned cycler showed no sign of physical damage. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. There were no visual discrepancies encountered during the internal inspection. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered an increased intraperitoneal volume 200% based off of a drain 0 volume of 32,387ml. In a follow up, the patient explained that the last fill of 500ml was done as usual the day before the event on (B)(6) 2021. On (B)(6) 2021 the drain 0 was drained into the toilet and there was nothing out of the ordinary until the cycler machine indicated that the amount drained was 32,387ml of 500ml. The patient spoke to tech services who issued a new cycler. The patient was advised to discontinue the use of the cycler and follow up with the peritoneal dialysis nurse (pdrn). The patient denied being overfilled and said that the reading on the machine was a glitch. The patient said there was no way that the overfill could have been tolerated. The patient felt totally normal throughout the timeframe and again denied there was an overfill. The patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event. Patient performed manual treatments until the new cycler arrived. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The cycler is available to be returned to the manufacturer for physical evaluation.